Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of (B)(6) 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle clogged during priming with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: consumer reported needle clog during priming, does not re-use.

Event description:
It was reported that the needle clogged during priming with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: consumer reported needle clog during priming, does not re-use.

Manufacturer narrative:
H.6. Investigation: customer returned (35) used 32gx4mm bd pen needles without covers, tear drop labels, or inner shields attached. Consumer reported needle clog during priming. All 35 returned pen needles were examined, and the following was observed: - 27 with bent non-patient end (npe) cannulas - 6 with broken npe cannulas - 2 with straight npe cannulas; these two samples were tested for flow using a test pen injector and were able to expel properly no evidence of manufacturing defect was observed. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 35 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle clogged during priming with a bd ultra fine pen needles. The following information was provided by the initial reporter: consumer reported needle clog during priming, does not re-use.